Manufacturer narrative:
Added the PMA/510(k) number to g3/g4: p020004.

Manufacturer narrative:
Additional devices implanted and/or related to this event: rlt281414/ 20576879 UDI (B)(4), plc181000/ 21577937 UDI (B)(4), and pla280300/ 21636920 UDI (B)(4). Code 213-the review of the manufacturing paperwork verified that these lot/serial numbers met all pre-release specifications. Code 22-according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the following warning among others: adverse events that may occur and/or require intervention include, but are not limited to: endoleak and death.

Event description:
On an unknown date the patient was implanted with a tube graft to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2020, the patient presented with a ruptured iliac aneurysm. The physician had planned to intervene and coil the hypogastric artery and then implant gore® excluder® aaa endoprosthesis to contain the ruptured aneurysm. There were multiple issues while attempting to advance the guidewires. The physician then attempted an aui. The aui was successful and the gore® excluder® aaa endoprostheses were implanted. However, a proximal type I endoleak was present. The physician wanted to take a wait and approach on endoleak. The patient tolerated the procedure. Later that day on (B)(6) 2020, the patient expired. No further information is available on the cause of death.